Event description:
It was reported that the lvp displayed dim segments in the tenth¿s digit. There was no patient involvement.

Manufacturer narrative:
The reported issue of led display segment was dim was confirmed on 1 out of 1 returned board. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 1 out of 1 lvp display board assemblies exhibited dim segment. Testing results identified 1 out of 1 returned lvp display board assemblies with dim segment. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display board assembly was received for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp displayed dim segments in the tenth¿s digit. There was no patient involvement.